Event description:
A zoll distributor contacted zoll to report that monitor sn: (B)(4) was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) is complete. The reported problem (unable to communicate with electrode belt) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a cracked y402 crystal oscillator was not producing any output. The root cause for the cracked y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.